Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
(B)(4), during an unk procedure the harmonic ace tip broke off in the pt. The tip was found and removed. This happened twice. The third ace was taken off the field due to the tips not matching up. The pt was not harmed during any of these three events. There was no pt consequence.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4).